Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a complete memory download was performed; however, review of the data confirmed that invalid values had been stored. A generic memory of the same model number was then installed. The device then functioned normally throughout testing. Device data confirmed this device did declare elective replacement time (ert) earlier than previously estimated. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. In summary, it was determined that this device experienced normal battery depletion, but declared elective replacement time (ert) earlier than previously estimated. Next, in an attempt to determine the source of the identified altered memory, the device case was removed. Extensive detailed analysis was unable to determine the cause of the observed anomaly.

Event description:
Boston scientific received information that the estimated remaining longevity for this device was 0.5 years with a magnet rate of 100. Approximately three months later, the estimated remaining longevity was 1.5 years with a magnet rate of 100. Approximately five days later, this device unexpectedly declared elective replacement time (ert). Subsequently, this device was explanted. No additional adverse patient effects were reported. This device is included in the low voltage capacitor product advisory, which was initially communicated on (B)(6) 2006. The device was returned for reliability analysis.